Event description:
The customer reported smoke coming from the back of the cell-dyn 3200 analyzer. The customer indicated that smoke was going through the fans of the side of the instrument. The instrument was inspected by an abbott field service engineer (fse) and the fse found liquid all-over the lower part of the instrument. The fse also found a damaged sdm (solenoid driver module) card and a flat cable. No impact to patient management or user safety was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The liquid found below the instrument suggested that the liquid from the leak could have shorted an electrical part, in this case, the damaged sdm card and flat cable. The electric short may have created the smoke which came out at the back and through the fans of the instrument. No part return was available due to the customer unwilling to have the instrument repaired. The cd 3200 system operators manual provides adequate information related to hazards, which includes electrical hazards. The manual also suggests calling customer service and support for any technical assistance and information. The investigation included review of product historical data, labeling, service history review of instrument serial number (B)(4), and consultation with technical services specialists. Based on the investigation, it was concluded that the incident was specific to this cd 3200 instrument, serial number (B)(4). A product deficiency for the cd3200 analyzer, list number 04h60-01, was not identified.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.